Event description:
It was reported that, "final tightened on screw at s1 on right. Patient had previous l5-5i fusion. Final tightened this s1 screw last and inner thread broke off. We pulled out screw and replaced. We tightened s1 first this time and it was fixed."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.